Manufacturer narrative:
This report is submitted on february 17,2022.

Event description:
Per the clinic, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 22, 2022.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of receiver/stimulator. Additional information has been requested but it has not been made available as of the date of this report. This report is submitted on march 31, 2022.